Event description:
Additional information stated a revision was planned, but not scheduled yet. It was also stated the products were still implanted at the time of report.

Event description:
It was reported that a patient's lead had migrated 'north.' There was also an anchor issue, 'insertion retention.' It was stated that imaging revealed the lead to be at t5 when it was placed at t6-t7. The patient outcome was unknown. The patient was very unhappy and was not getting any therapeutic benefit. The patient was going to meet the doctor in the coming weeks to discuss a plan going forward. The patient was getting less than 50% relief on the left and right side implant and at the lead location. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID; 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, serial# unknown, explanted: (B)(6) 2014, product type: accessory. Upon further review, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID neu_siliconeanchor, product type accessory; product ID neu_sil iconeanchor lot# serial# implanted: explanted: product type accessory product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results for the (B)(4) were that the stimulator was functionally okay, with insignificant anomalies. Analysis results for (B)(4) were that the stimulator lead body cut through and product segmented. Analysis results for (B)(4) were that the stimulator lead body cut through and product segmented. Analysis results on product model 97791 were that there were no anomalies. Analysis results on product model 97791 were that there were no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.